Event description:
Ae assessor reported that the adhesive pad on seven v-go devices did not adhere to the patient's skin and fell off. Ae assessor indicated the time varied with each device on how soon it fell off after being applied. Ae assessor stated that the devices fell off prior to the 24 hour period but did not specify which ones. Ae assessor explained the patient had no interference with clothing. Ae assessor also stated there was no increased movement or exercise and the infusion site was properly prepared. Ae assessor stated the patient does not have any of the seven v-go devices as he disposed of them. The patient request the 7 v-go devices be replaced.